Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received repeated loss of prime alerts for the past couple of weeks. Review of techniques indicated that the patient was using cartridges per instruction for use. Patient reported that the pump not prime alerts persisted with cartridges from a different box. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump and cartridge have been returned and evaluated by product analysis on (B)(4). 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime occurrence. On investigation, the pump powered up properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The investigation confirmed but was unable to duplicate the reported prime issue. Force sensor calibration was found high out of specifications. Pump was opened and the force sensor was removed to further investigate. No anomalies were found and the resistance reading was within specifications.